Event description:
It was reported that the right ventricular (rv) lead exhibited steadily increasing capture threshold and intermittent capture. There was loss of capture and pacing inhibition during threshold testing. The patient continues to be monitored and will be brought back for further testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).